Event description:
The customer called "very frustrated and upset" - she had experienced high bg levels with two pods in 24 hours. Her levels rose from 129 to 268mg/dl in two hours despite having administered a bolus. Another bolus was administered, but a half-hour later her bg's continued to rise (to 281mg/dl). No specific pod issue was cited. At the time of the report she was still wearing the pod; she was going to contact her hcp for advisement. The pod will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or manufacturing deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process issue or product defect. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.